Event description:
It was reported that when using the bd pyxis¿ medbank tower had a user was unable to issue medication. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. The technical support specialist remoted in and had the customer log out and signed back in, then the customer was able to issue medication. The system functioned as intended after the technical support specialist assessed the device.